Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump alarmed software error detected alarm. The customer¿s blood glucose level was 188 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was unable to rewind the pump. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. Device was able to be downloaded for alarm confirmation however, device alarmed motor safety circuit failed test error and then critical pump error (open book) alarm after trace download due to a software error. Unable to perform the self test and the displacement test. The formatted history and long trace files show software error and the main arm cannot communicate with the motor arm error were triggered due a software error.